Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted after the device analysis is completed. (B)(4).

Event description:
An unexpected audible noise was heard during use of the diamondback peripheral coronary orbital atherectomy device (oad). The user stopped the oad and withdrew it. Upon withdrawal the oad was found to still be spinning despite the fact that the user had turned it off, and the noise continued. The procedure was completed using angioplasty.

Manufacturer narrative:
Failure analysis conclusion: the device was received at csi for analysis. There was no damage observed with the orbital atherectomy device that would have contributed to the reported event. When tested a guide wire passed through and the device spun during all three speeds as intended with no abnormalities or unusual noises. At the conclusion of the failure analysis investigation the reported event could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).